Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 35 mg/dl for the past six months. The cause of low bg levels was unknown. The customer passed out, had a seizure and atrial fibrillation, and received third party assistance from their spouse and from emergency medical services (ems), who administered fluids and glucose to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.